Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep when dr rotated the knob to check the jaw placement, clip dropped. (It was retrieved) (dr experienced the same trouble with 3 clip applier during one clinical case.) There was no consequence to the pt.